Event description:
Pt admitted to the hospital for excision of eroded mesh. Preoperative diagnosis was vaginal erosion of synthetic mesh. History of bladder suspension x 2 in 2005; information on specific mesh used in 2005 and removed in 2011 is not available. Report sent to FDA. Unk at this time to what manufacturer to report.